Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw began to sputter during a procedure and it had noticeable corrosion at the end which connects to the handpiece. There was no patient harm; however, there was a delay in surgery for approximately 5 minutes. The procedure was complete with an alternate device.